Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system¿s fluoro pedal was messed up. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch had "messed up", which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.